Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. (Please refer to medwatch report sent by hospital (B)(4).

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device. (Please refer to medwatch report sent by hospital n (B)(4)).

Event description:
The tip of tornier disposable guide pin broke. Approximately 9 mm of the pin remained in the patient. The surgeon was unable to retrieve it. It was intentionally left.